Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm and customer was able to clear the alarm. Customer stated that insulin pump had battery failed alarm, blank display and battery cap contacts were damaged. No harm and medical intervention were reported. Troubleshooting was performed; however device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 13-dec-2022.

Manufacturer narrative:
Retainer ring = black. Case type: ngp. Customer returned device for an alleged battery cap contact missing/damaged, blank display, failed battery alert/battery failed alarm and device error 53 alarm found on september 22, 2022. Unable to confirm battery cap contact missing/damaged due to device received without the original battery cap. A test battery cap locks securely into place. The device powered up properly after battery installation. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored for several days and no blank display, failed battery alert/battery failed alarm and device error 53 alarm noted. Successfully downloaded history files and traces using thus. Device error 53 alarm was recorded and found in the formatted history file on the event date: september 09, 202211:17:07.000, september 09, 202211:18:06.000, september 09, 202211:19:06.000, september 09, 202211:21:37.000, september 09, 202211:22:00.000. Device error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during the testing. No power error 25 and replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: september 09, 202209:44:00.000. Insert battery alarm was recorded and found in the formatted history file on: september 09, 202211:02:26.000 to september 09, 202211:22:56.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: september 09, 202211:02:47.000 to september 09, 202211:04:56.000, september 09, 202211:05:34.000, september 09, 202211:15:00.000, september 09, 202211:16:05.000 to september 09, 202211:16:44.000, september 09, 202211:17:10.000 to september 09, 202211:17:44.000, september 09, 202211:18:09.000 to september 09, 202211:18:44.000. September 09, 202211:19:09.000, september 09, 202211:21:33.000 and september 09, 202211:22:03.000, september 09, 202211:22:03.000. Replace battery alert was recorded and found in the formatted history file on: september 09, 202211:16:05.000 to september 09, 202211:19:09.000. Device error 23 alarm was recorded and found in the formatted history file on: september 09, 202211:29:31.000. And power loss alarm september 09, 202211:29:47.000, september 09, 202211:29:58.000. Upon checking on the power data/detail trace file, low battery alert, failed battery alert/battery failed alarm and replace battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. Device error 23 alarm and power loss alarm were expected since the device resets after the battery was removed on september 09, 202211:22:56.000. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap contact missing/damaged due to device received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display and failed battery alert/battery failed alarm were not confirmed. Device error 53 alarm was confirmed according in the formatted history file for the event date. Device error 53 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type: ngp. Customer returned device for an alleged battery cap contact missing/damaged, blank display, failed battery alert/battery failed alarm and pump error alarm found on september 22, 2022. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The device powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several days and no blank display, failed battery alert/battery failed alarm and pump error alarm noted. Successfully downloaded history files and traces using thus. Pump error alarm was recorded and found in the formatted history file on the event date: (B)(6) 2022 pump error alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error and replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: september 22, 2022 09:44:00.000 insert battery alarm was recorded and found in the formatted history file on: september 22, 2022 11:02:26.000 to september 22, 2022 11:22:56.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: september 22, 202211:02:47.000 to september 22, 2022 11:04:56.000 september 22, 2022 11:05:34.000 september 22, 2022 11:15:00.000 september 22, 2022 11:16:05.000 to september 22, 202211:16:44.000 september 22, 2022 11:17:10.000 to september 22, 2022 11:17:44.000 september 22, 2022 11:18:09.000 to september 22, 2022 11:18:44.000 september 22, 2022 11:19:09.000 september 22, 2022 11:21:33.000 and 11:22:03.000 september 22, 2022 11:22:03.000 replace battery alert was recorded and found in the formatted history file on: september 22, 2022 11:16:05.000 to september 22, 2022 11:19:09.000 pump error alarm was recorded and found in the formatted history file on: september 22, 2022 11:29:31.000 and power loss alarm september 22, 2022 11:29:47.000 september 22, 2022 11:29:58.000 upon checking on the power data/detail trace file, low battery alert, failed battery alert/battery failed alarm and replace battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error alarm and power loss alarm were expected since the device resets after the battery was removed on september 22, 2022 11:22:56.000. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display and failed battery alert/battery failed alarm were not confirmed. Pump error alarm was confirmed according in the formatted history file for the event date. Pump error alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.